Event description:
It was reported that the pt experienced "diminished efficacy of the pump relative to pain control". No withdrawal or adverse events were reported. The health care provider was unable to aspirate through the cap and "...determined that there must be an issue relative to the effective delivery of drug through the catheter". The catheter was replaced; the pt was reported to be fine. The dosing was being titrated to achieve "...the great pain control she had previously experienced". The pump contained morphine 20 mg/ml.

Manufacturer narrative:
(B)(4).